Event description:
It was reported there was trouble booting programmer; there were numerous error messages. It was also reported interrogation of a maximo device had completed and an error code appeared; power cycled and a different error code appeared. Power cycled again and error did not clear. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; system error found in the programmer error log. Analysis also found the programmer booted up to a different system error; a printed circuit board assembly was found out of electrical specification. (B)(4).